Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7078577 brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7078608 brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: 7078568 batch: 7078568.

Event description:
It was reported that the patient experienced inadequate stimulation and stimulation in an undesirable location due to migration, which was confirmed with imaging, of the epidural lead of the spinal cord stimulator (scs) system. The patient underwent a revision procedure in which two of the four leads were explanted and replaced with new leads, however it is unclear as to which two of the four leads were explanted, and is doing well post operatively. The explanted leads will not be returned for analysis as they were disposed of by the hospital.